Event description:
Patient had gone in for open heart surgery with balloon already inserted via the left groin. When the patient came back from the or the arterial line that is directly connected to the balloon had been broken off. Staff was unable to tell how long that the line had been broken. Staff removed the broke tubing and were unable to draw back blood and the line would also not flush. Balloon was removed per protocol and it was noted that a clot had formed at the end of the balloon. It is staffs opinion that the line was broken during transfer to/from the or table. Balloon has been sent to manufacturer for evaluation.health professional's impression: it is staffs opinion that the line was broken during transfer to/from the or table. Balloon has been sent to manufacturer for evaluation.manufacturer response for catheter, intra-aortic balloon, fiberoptix: manufacturer provided rga# for product return evaluation.